Manufacturer narrative:
D2a and d2b: corrected the device common name and pro-code. D4: corrected the device information per a review of the complaint record. H4: corrected the manufacturer date. H6: added code f01 and g04105. Omitted code g04074.

Manufacturer narrative:
Asae / hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 83-year-old male with an indication for acute myocardial infarction complicated by cardiogenic shock, presenting consistent with scai stage d pre support, underwent placement of an impella rp flex device (pump 1, pc (B)(4), gu case (B)(4)). During the procedure on (B)(6) 2026 at 3:35 pm, after removal of the 23 french peel away sheath and advancement of the reposition sheath, the patient developed a hematoma at the right internal jugular venous access site. A mattress suture had been applied prior to vessel dilation and was tightened, but a hematoma still formed. The care team applied manual pressure, resulting in resolution of the hematoma. The patient remained stable, and the device remains on support with explant date pending. The introducer is expected to be returned for evaluation. The reported failure mode is hematoma. Based on available information, the event appears related to access site vascular complications, and there is no evidence at this time to indicate a device malfunction.